Event description:
It was reported that while the ventilator was connected to a patient, it beeped twice followed by a popping sound and then it powered off spontaneously. The patient was bagged and the ventilator was replaced with another one. (B)(4).

Manufacturer narrative:
(B)(4).